Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in the development of peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further specified as touch contamination. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin (dose, route, frequency, and duration not reported) for the peritonitis. The patient was retrained on proper aseptic technique and was reported to be recovering from the peritonitis. Physioneal and extraneal therapies were ongoing. Additional information is not available at this time.